Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)? How was the device removed from the patient? Did the jaws eventually open?

Event description:
It was reported that during a low anterior resection procedure, the jaws have not been fired after they are closed, due the jaws need to be opened when the position is adjusted, and the jaws cannot be opened. The same situation occurs twice. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: did the device lock-out (no staples deployed and no cut line started)? Yes. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch)? Yes. How was the device removed from the patient? Using knife reverse switch and squeezing the fire lever and then pushed the anvil release button. Did the jaws eventually open? Yes.